Event description:
Reporter alleged discrepant blood glucose results of 514 mg/dl back to back with a result of 149 mg/dl when testing was performed 3 minutes apart on the aviva system. The location of the testing was not provided. As a result of the comparison, no actions were taken and no treatment was received. A request was made for the return of the suspect device and replacement product was sent. The aviva system: meter and aviva test strip lot number 300458 with an expiration date of 05/31/2008.

Manufacturer narrative:
The suspect product is the aviva test strips.